Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2010, to report that pt experienced a failed sensor 2-3 days after insertion. She reported that, upon removing the sensor, half of it remained under pt's skin. She reported that pt's skin looked a bit red at insertion site but acknowledged that pt's skin always looks that way upon sensor removal. Pt's mother also reported that pt was complaining that he felt like something was stuck under his skin. At the time pat's mother called dexcom technical support, pt had not received medical attention.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.